Manufacturer narrative:
(B)(4). Batch #unk. Date of event is unknown. Attempts are being made to obtain the device. To date, no device has been received. If the device is received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported by the sales rep that during an unknown procedure, the clip was not fed into the jaws properly and scissoring occurred after several firings. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.